Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. As a part of the estimation process, this device underwent a visual inspection and functional tests to assess the device status. The reported failure was confirmed, though the fungal strain could not be identified, the lab testing was able to identify positive culture of cfu microorganisms. The most probable cause of the complaint is cause traced to user, which is the adverse event caused partially or wholly by the user of the device including sample handling, due to microbial contamination, which is the undesirable presence of microorganisms or microbes such as bacteria and fungi (yeasts and molds). The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer